Event description:
It was reported that a user experienced high glucose recorded at 337 mg/dl while using the ilet bionic pancreas and was mis announcing meals, using meal announcements as correction attempts, which is improper operation. Investigation of this case revealed user error related to meal announcement and correction behavior. No symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no medical intervention. It was concluded that the device performed as designed and the event was attributable to user technique; the user was advised to consider a factory reset and retraining. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.